Manufacturer narrative:
(B)(4).

Event description:
Prior to an implant procedure, visual inspection of the right ventricular (rv) lead revealed insulation abrasions. A new lead was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray found no anomalies. Visual inspection of the lead noted cuts on the outer insulation near the connector boot which is consistent with damage occurring at the time of implant. The results of the investigation found cuts on the outer insulation which is consistent with damage occurring at time of implant. Based on the information received, the cause of the reported insulation abrasion could not be conclusively determined.